Event description:
It was reported that the customer received a button error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.